Event description:
It was reported that the ilet user experienced an infusion set issue during a supply change, in which the first inset infusion set adhesive was mishandled and the infusion set was deployed incorrectly or not attached correctly, after which the agent provided education and insulin delivery was successfully resumed with a replacement set. No reported clinical effects and no alerts or alarms. Outcomes included no medical intervention, no hospitalization, and restoration of insulin delivery following troubleshooting. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed user error related to incorrect infusion set deployment or connector attachment affecting the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling and application of the infusion set.